Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege the patient began experiencing elevated blood metal levels, discomfort, squeaking, pain and soreness after implantation, which in turn negatively affected her ability to walk, move and sleep. Update - (B)(6) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob, and doi and part/lot information for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery for the left hip. Reason for revision was not provided. There is no new additional information that would affect the investigation. Update rec¿d (B)(6) 2015 - medical records received. Manufacturing and expiration dates for cup and head updated. Upon revision, no bony ingrowth on the acetabular cup and a defect in the acetabulum were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. Update rec'd (B)(6) 2015 - der received. Patient was revised under current lawsuit. The unknown right hip is being changed to a cup and head for the right side.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.